Event description:
It was reported that the device was explanted and replaced due to premature battery depletion and extended charge time.

Manufacturer narrative:
No medwatch form was received. The reported premature battery depletion was confirmed in the laboratory via battery trend data. The original battery was sent to the vender for further evaluation and no anomaly found. The cause of the premature battery depletion could not be determined.